Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level is in the 400-600 mg/dl range with a high ketone level identified as dangerous. Cause of elevated bg was unknown. Bg was treated by administering manual injections and completing supply changes. The customer was instructed to consult with the healthcare provider regarding bg level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.